Event description:
Additional information received reported the patient ¿had not been getting as much benefit as he would appreciate¿ for ¿way over a year.¿ it was noted the patient was ¿really worsening.¿ the catheter was suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient appeared to not be responding as well to the drug therapy despite small dose adjustments. The patient took a supplemental dose of oral baclofen because of the symptoms, there was no clinical benefit noticed. There were no pump alarms or volume discrepancies reported. The patient had spinal stenosis and vertebral decompression, so the hcp was considering catheter troubleshooting. The patient planned to visit the hcp on (B)(6) 2012 to discuss options. On (B)(6) 2012, it was reported that the patient had a (B)(6) infection. A pump alarm was heard and confirmed via telemetry. The critical alarm was due to zero ml reservoir volume being reached. The physician was concerned about refilling the pump, as the patient had an active infection. As of (B)(6) 2012, it was reported that the patient was receiving treatment for "wounds." To stop the pump alarms, the pump was refilled. The patient returned to rehab. It was noted the patient was doing well and there were no further issues. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 120mcg/day.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n171034003, implanted: (B)(6) 2008, explanted: unk.